Event description:
It was reported that the patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, a "stability issue" was noted. The device was replaced and the procedure was completed. No patient consequences were reported.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and magnetic sensor functionality test of the returned device were performed. Visual analysis revealed reddish material in the tip of the device. Microscopic examination revealed a hole in the surface of the pebax. The device was connected to carto 3 system, and it was recognized; however, it was not visualized as error 105 appeared due to an open circuit on the tip area. No issues were observed with the rest of the features of the device. A manufacturing record evaluation was performed for the finished device number lot 31355470l and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed since error 105 and pebax damage could be related to the issue described by the customer. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use states: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).